Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 370 mg/dl and then drop to 32 mg/dl. Current blood glucose is 61 mg/dl. Customer treated low blood glucose with glucose tablets. The customer experienced symptoms such as nausea , urinates and feels weak. Customer treated for high blood glucose with bolus. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. No troubleshoot for the low blood glucose as she stated she lost her dog last week. The insulin pump will be returned for analysis.